Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the front panel was cracked, the top cover and the frame were bent, and the spacer was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the front panel was broken on the visera elite ii video system center. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that device had intermittent power due to a power supply failure. This report is to capture the reportable malfunction of the power supply failure noted at estimation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue occurred due to a power supply failure. However, the specific cause of the faulty power supply could not be established at this time. Olympus will continue to monitor field performance for this device.